Event description:
On 4/30/99 the account reported an axsym valproic acid of <01.0 ug/ml. The e.r. Questioned the result and redrew the pt. A result of 102.2 ug/ml was obtained. The account repeated the original sample and obtained 92.0 ug/ml. There was no impact to pt mgmt.